Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen noted. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that she was sweating and the insulin pump may have been exposed to moisture from sweat. Customer's current blood glucose reading is 14.0 mmol/l. No further information reported.